Manufacturer narrative:
A ge service rep contacted the customer and directed tye customer to reboot the system. The system completed boot up, and operated as intended.

Event description:
The customer reported the system would not boot up and begin tracking. No pt injury was reported.